Event description:
It was reported that during infusion with spectrum pumps, it was observed that medication is being delivered from the primary containers during secondary infusions. Any patient injury is unknown and no additional information could be obtained.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.